Event description:
It was reported that the nurse was experiencing trouble with their handheld used to interrogate vns pts. The handheld was used the prior day to successfully interrogate a pt's vns device, however, the nurse stated that the handheld was not holding a charge. The nurse stated that the handheld was stored unplugged, in a pack inside a cabinet. It was recommended that the handheld be kept plugged in while not in use so that it charges, and to unplug the handheld from the wall outlet when in use. Good faith attempts to obtain additional info from the site to see if the problems have resolved have been made, however no further info has been received to date.